Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe a cracked barrel. The potential cause for the occurrence is a failure at syringe assembly station, which caused the cracked barrel. The batch meets the acceptable quality level of the bd. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip was cracked. This occurred on 30 occasions before use. The following information was provided by the initial reporter: nursing technician when opening a plantipak 10ml syringe noticed it was cracked, when checking the stock, there were approximately 30 syringes in the same situation.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip was cracked. This occurred on 30 occasions before use. The following information was provided by the initial reporter: nursing technician when opening a plantipak 10ml syringe noticed it was cracked, when checking the stock, there were approximately 30 syringes in the same situation.